Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump received the pump error alarm. Customer was able to clear the alarm but did not receive request to rewind the pump. No harm requiring medical intervention was reported. Troubleshooting was performed; however, customer will discontinue the use of device.

Manufacturer narrative:
Retainer = clear customer returned insulin pump for alleged multiple pump error alarms found on (B)(6) 2022. The insulin pump passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test test at .08720 inches. The insulin pump history and trace files were successfully downloaded using thus. There were no multiple pump error alarms noted during testing. A review of the downloaded history files reveals on (B)(6) 2022 at 14:00 there was a insulin pump error (linenumber 382 filenumber 16) alarm and a insulin pump error (linenumber 416 filenumber 16) alarm that occurred, insulin pump error was triggered since the power was not granted for the motor power supply within 500 ms. Insulin pump error was the consequence of the pe82. Suspecting the sw. All bolus and fill cannula deliveries were recorded properly in the insulin pump's daily history. The insulin pump was cut open for a visual inspection. No evidence of physical damage or moisture damage on the electronic assembly the motor, or the force sensor. The multiple pump error alarms are due to a software error. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during physical inspection: scratched case, pillowing keypad overlay, cracked select b button keypad overlay, stained keypad overlay, cracked retainer, battery compartment cracked at the corner of the belt clip rails, and cracked battery tube threads. The multiple pump error alarms are confirmed due to a software error. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.